Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that when using the tube, the tip gets stuck in the catheter and possibility of closing or gently suctioning the catheter. Additional information was received and stated that repeated connection/disconnection of the valve was the source of the valve break problem. There was no harm reported.

Manufacturer narrative:
A device history record review could not be performed because a lot number was not received with the complaint. A physical sample was not received for the investigation; however, a picture was provided for evaluation. Upon reviewing the picture, the reported issue was confirmed. Because a physical sample was not returned, we were unable to determine the definitive root cause of the reported issue. At this time, a corrective and preventive action is not deemed necessary. We will keep monitoring the process for any adverse trends that require immediate attention. This complaint will be used for qa tracking and trending purposes.